Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter for a cardiac ablation procedure, a steam pop was observed on intracardiac echocardiography (ice). It was noted that the steam pop occurred on the last lesion on the cavotricuspid isthmus (cti) line. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afr-00001 sphere catheter with lot number was returned and analyzed. The data files showed multiple messages were received but no indication that a steam pop would have occurred. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. An optical inspection of the lattice structure was conducted, no anomalies were observed. The uson tester was used on the catheter to check for flow. The occlusion test passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported steam pop could not be confirmed through analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.